Event description:
It was reported that the pt experienced a surging sensation when the stimulation was turned on and the pt's head was tilted laterally to the right. The event occurred following a fall. They experienced a few falls while waking up from sleeping. The surges were felt in the neck area. The pt's leads were cervically placed. Movement did cause stimulation changes. Impedance measurements were normal. X-ray was discussed with the doctor. The pt was scheduled to return to the doctor's office in two weeks for reassessment.

Manufacturer narrative:
(B) (4).